Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the device triggered the elective replacement indicator earlier expected. This device was explanted and replaced. No additional adverse patient effects were reported.